Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿stop ---¿ occurred on the rotaflow console after a period of time after ECMO starts. The device was exchanged with another device with no consequences for the patient. During the inspection it was found that the flow rate is inaccurate and was increasing. The lemo rfd master connector was also detected as defective. No harm to any person has been reported. The affected rotaflow console with s/n (B)(4) was investigated by a getinge field service technician and was able to reproduce the reported failures. The mcp00705057#rfc control board kit (article number (B)(4)) and the mcp00702793#lemo rfd master (article number (B)(4)) has been reported. A functional check was performed and the device is back in use. A similar complaint was investigated for the reported failure "stop ---" in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a faulty control of the transistors t3 and t6 by the controller ic23. When the temperature rises, the ic23 switches down the control voltages for the transistors, so that they are no longer fully conductive and the current through the relays rel1 and rel2 is no longer sufficient to fix the switching contacts in the correct position, which could lead to the reported failure. A similar complaint was investigated for the reported failure "flow rate inaccurate (lemo master connector)" in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective shielding in the coaxial cables. Based on the investigation results the reported failures "stop --" error and flow rate inaccurate (lemo master connector) could be confirmed. A device history record (DHR) review was performed on 2023-04-27. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failures. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in china. It was reported that the error message ¿stop ---¿ occurred on the rotaflow console after a period of time after ECMO starts. The device was exchanged with another device. After on-site inspection by a getinge field service technician the control board was detected as defective and needs to be replaced. During the inspection it was found that the flow rate is inaccurate and was increasing. The lemo rfd master connector was also detected as defective. No harm to any person has been reported. Complaint ID: (B)(4).